Event description:
Customer emailed to state that a user had a rollator, and the front wheel broke off, throwing him over it. The customer was walking into the doctor's office, and as they were going up the ramp, the wheel folded under the rollator, throwing the user over it. The customer went to the hospital and received stitches.